Manufacturer narrative:
Follow-up #1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons require excessive force to obtain a response. There was evidence of keypad adhesive found under all key contacts. The up arrow, down arrow, and ok button key contacts were misaligned. The up arrow, down arrow, ok, and contrast keypad buttons do not spring back when pressed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was unresponsive to button presses and the buttons were sticking. The patient did not allege any harm or injury because of the reported issue.